Event description:
It was reported that: teleflex clinical was made aware per physician on manta complication on (B)(6) 2023. Clinical was not present in the procedure. Physician had failure to advance bypass tube into manta sheath. A competitor device was used for hemostasis. Additional information on 03apr2023: the physician reported that the patient did well, there were no other issues. The physician is very proficient with manta having deployed approximately 100 mantas to date. The product was discarded.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. The physician decided to abort the manta and used two competitor closure devices (proglide) to successfully close the access site. Risk documentation was reviewed, and this event is a known risk of the device. Due to the user reverting to an alternative method for closure to achieve hemostasis. The manta instructions for use indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: teleflex clinical was made aware per physician on manta complication on (B)(6) 2023. Clinical was not present in the procedure. Physician had failure to advance bypass tube into manta sheath. A competitor device was used for hemostasis. Additional information on (B)(6) 2023: the physician reported that the patient did well, there were no other issues. The physician is very proficient with manta having deployed approximately (B)(6) mantas to date. The product was discarded.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after invesigation.